Event description:
Procedure type: sleeve gastrectomy. According to the reporter: the loading unit 030458 was used as fourth loading unit to step a stomach at two sleeve stomachs. During releasing, the clamps were not formed and the resection as well as the remaining stomach opened themselves in the situs. The person was not injured, but the surgery time was extended by more than 30 minutes. No additional blood loss, no extension of the incision, no change from endoscopic to open surgery. No unanticipated loss or damage to tissue. Clamps fell into the patient. It was possible to fully retrieve them. It was necessary to overstitch the open stomach.

Manufacturer narrative:
(B)(4).